Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a greenlight prostate procedure, two surgical fibers were replaced due to activation of fiberlife mode; the fibers were replaced at 60 minutes, 372,753 joules and 1 hour 12 minutes, 662, 890 joules of use respectively. The fibers were reported not to have been cleaned during the procedure. The procedure was completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.